Event description:
It was reported that error 66 (brick 4 not working case saver mode) and error 150 (fiber not connected) were displayed. The procedure was cancelled because it was a holmium laser enucleation of the prostate (holep) case which requires higher power. There was no patient outcome reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
B1. Adverse event/product problem: correction. As of today, the above referenced laser console has not been returned. Therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse identified error 66 as the laser was in case saver mode. Brick four was down and the second relay mirror was burnt. Those were replaced and aligned. The blast shield optic was damaged. Therefore, it was replaced. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported clinical observations were confirmed as replacing the relay mirror, the brick and the blast shield resolved the issues. These damaged parts are most likely the reason that caused the device performance leading to the reported error messages. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 66 (brick 4 not working case saver mode) and error 150 (fiber not connected) were displayed. The procedure was cancelled because it was a holmium laser enucleation of the prostate (holep) case which requires higher power. There was no patient outcome reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 66 (brick 4 not working case saver mode) and error 150 (fiber not connected) were displayed. The procedure was cancelled because it was a holmium laser enucleation of the prostate (holep) case which requires higher power. There was no patient outcome reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.